Event description:
It was reported that the patient presented to the hospital after feeling a vibratory patient notifier. The patient was asymptomatic. The device detected lead noise and inhibited therapy appropriately. The physician elected to turn off the therapy. Further information could not be obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2017. No addition information was provided.